Event description:
It was reported the physician was unable to advance the lead during an implant procedure. The physician made multiple attempts to place the lead. The lead was removed and the physician completed the case with two different model leads. The procedure was extended by approx 45 minutes.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.